Manufacturer narrative:
(B)(4). The investigation of the returned generator did not identify any failure that would have caused or contributed to the reported event.

Event description:
The customer reported that a patient was burned while the generator was in use. The customer did not provide any further detail and is unsure of what might have caused the burn.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.